Event description:
Pt tripped and fell at home and injured her left arm in early 8/96. On 8/16/96 admitted to hosp for a left mid/distal humeral shaft fracture and implanted with a small fragment system and 3.5mm universal reconstruction ribbon. On 9/9/96 reconstruction ribbon appeared to be broken. On 9/13/96 broken ribbon removed. All pieces removed from pt.